Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.